Manufacturer narrative:
The customer¿s report that volume remained in the container after the device alarmed ¿infusion complete,¿ and that the infusion was not complete twenty minutes after restarting it was confirmed. The pcu event log showed that the user loaded a bd plastipak 3ml syringe containing an approximate volume of 3.1ml. Instead of leaving the vtbi at the prepopulated amount of ¿all¿ (entire syringe volume), the user programmed the vtbi for 2ml. Therefore, when the programmed infusion completed, approximately 1.1ml remained in the syringe. If the user intended the entire syringe to infuse, the vtbi should have been programmed for ¿all.¿ the user then programmed the syringe module to infuse the remaining volume. The user left the vtbi at ¿all,¿ but programmed the duration for 30 minutes. Therefore, when the user checked this infusion twenty minutes after starting, the infusion was approximately 66% complete and there was still volume remaining in the syringe. It was noted that these two infusions were programmed as different drugs (including different concentrations and doses). The first 2ml of the syringe was infused by restoring a previously completed infusion of ¿clindamycin¿ 150 mg/12.5 ml (drugid=144) which had infused via a 20 ml syringe; the remaining volume was programmed as ¿ampicillin/sulbact¿ 749.2mg/22.5ml (drugid=101). The actual drug infusing could not be determined. During testing, the syringe module completed each programmed infusion as expected; no anomalies were noted. The root cause of the medication taking longer than expected to infuse was user programming.

Manufacturer narrative:
The device has been received and an evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported that an unspecified medication took longer to infuse than expected. The device alarmed ¿infusion complete,¿ however volume remained in the container, and the infusion was restarted. Twenty minutes later the infusion had not completed, and the patient¿s infusion was changed to another IV pump and the medication infused as expected. No patient harm was reported. The hospital biomed investigation found no issues with the set up during testing and requested a log review to check programming.